Event description:
It was reported that the device was double beeping without the cassette attached. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1: phone number extension (B)(6). B3: unknown; no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 7/25/2024. H3: one device was returned for repair in used condition with complaint of double beeping. This device has not been serviced within the review period. No problem was found in event history log. Visual and functional testing was performed. Found downstream occlusion (dso) sensor failed. The dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.